Event description:
It was reported that a crystalens was removed and replaced intraoperatively due to a ruptured capsule. The incision was enlarged in order to remove the lens and a different model iol was implanted. Sutures were place to close the wound. Additional information has been requested.

Manufacturer narrative:
The device has been requested, but has not be received for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.